Manufacturer narrative:
This device remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that, during surgery, this patient had a low escape rhythm of 36 beats per minute while the lower rate limit was programmed to 60 beats per minute. This patient then experienced pacing inhibition for an unknown duration, and had telemetry issues. The telemetry issue was resolved once the patient's carpet heater was turned off. There were no adverse patient effects reported.